Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving calibration error alerts. The customer also reported receiving motor error alarms. The customer also stated they were having adhesive issues with their sensor. The customer was informed of the proper techniques to improve adhesion. The customer was advised to monitor the issue. Customer's blood glucose was 192 mg/dl. No additional information provided.